Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 366 mg/dl (lot 500244) and 172 mg/dl (lot 690240).